Event description:
A customer reported a problem with the t: slim x2 pump, specifically that the battery would not charge, and a power source alert had occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.